Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Central nurse's station: model: cns-6201a, sn: (B)(4). Bedside monitor: model: bsm-6501a, sn: (B)(4). Bedside monitor: model: bsm-6701a, sn: (B)(4).

Event description:
The biomedical engineer reported that the tiles on the central nurse's station (cns) become greyed out, and the cns stops monitoring the tiles. They correct this problem by going to the monitoring screen and re-adding the tile to the cns. He said that this can happen to any tile, and they will drop off, and the cns stops monitoring them. At first this was happening on two cnss, one in ICU and one in ed. They swapped out one of the two with a spare cns unit, but now the spare unit was showing the symptoms as well. They rebooted the cnss but the issue persists. No patient harm was reported.